Manufacturer narrative:
This supplemental report is submitted to correct field d10.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. Correction to section d10. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. Based on the investigation results of previously reported similar events, the legal manufacturer determined the likely cause was related to user handling. Possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. The instructions for use provides the following statement: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to repair the suspect device. The fse replaced the lid to resolve the reported problem. A conclusive root cause for the reported problem was not determined.

Event description:
The user facility reported to olympus that the oer_pro lid was cracked. There was no injury or harm, associated with the problem, reported to olympus.